Manufacturer narrative:
Block d2b: pro code (product code): qrb. Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a lead and anchor replacement procedure and was doing well postoperatively. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate pain relief due to lead migration, which was confirmed with imaging. The patient underwent a lead and anchor replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-4318. Batch/lot number: 28547365. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief due to lead migration, which was confirmed with imaging. The patient underwent a lead and anchor replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.